Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited farfield oversensing on the right atrial (ra) lead. Programming options were recommended. It was noted that blanking reprogramming occurred. No adverse patient effects were reported. This ra lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).